Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that half-height matrix drawer 2.2 had a failed lock sensor. A field service engineer resolved the issue by replacing the faulty lock sensor, verifying proper operation through the hardware test application, and confirming that the drawer functioned normally for the client. The system operated as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 did not unlock and could not be recovered, the drawer occasionally unlocked only after 15 seconds of delay while pulling on the handle. Recovery attempts were unsuccessful. The customer rebooted the unit and performed a power cycle. The customer also reported that all connections appeared to be seated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.